Event description:
Two boxes of halyard sterling nitrile powder free exam gloves were involved in this event. The first box is size small. The box was half empty and the staff member pulled out a glove which tore.the second box is size medium. The box is brand new and the nurse pulled out the first few gloves and they ripped when she went to put them on. The staff member was not wearing any jewelry.